Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio: 1.5, lab: 2.2; 4.8, 4.3; 1.0, 2.5; 1.4, 1.3. The time between testing for all comparisons was between 20 and 40 minutes. Customer could not provide the test dates. Customer did not provide a therapeutic range but stated that his "target inr value" is 2.5.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. Based on the info available, there is no indication of a product deficiency. Root cause could not be determined from the info provided by the customer. Product deficiency was not established. The issue will be subject to tracking and trending. Corrective action is required at this time.